Event description:
As reported, the web did not detach after deployment. Slight reverse tension was applied with a second attempt using the 2nd detachment controller. The device was withdrawn from aneurysm and device detached in the via catheter. Physician re-accessed the aneurysm with a different via catheter and deployed and detached 2nd web device with the same detachment controller without incident. No patient harm or injury was reported.

Manufacturer narrative:
A search for non-conformances associated with the reported part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was not returned to the manufacturer for analysis; therefore, the alleged product issue cannot be confirmed. If the device or additional information is received, microvention, inc., will submit a supplemental MDR report. The instructions for use (IFU) identifies difficult or delayed or non detachment as potential complications associated with use of the device. Potential complications as referenced on the IFU, include but are not limited to the following: hematoma at the site of entry, aneurysm rupture, emboli, vessel perforation, parent artery occlusion, hemorrhage, ischemia, vasospasm, clot formation, device migration or misplacement, premature or difficult device detachment, non-detachment, incomplete aneurysm filling, revascularization, post-embolization syndrome, and neurological deficits including stroke and death.

Event description:
See h10.

Manufacturer narrative:
Items returned for evaluation: -delivery system (pusher) -web implant -via 17 microcatheter -1x wdc-2. Items not returned for evaluation: -introducer -dispenser hoop. The visual analysis of the returned items found the web implant to be separated from the delivery system and was found stuck within the distal end of the microcatheter (img e). Upon inspection of the returned device, the web implant was found to be within visual and dimensional specifications (spec: diameter(mm)= 4.0 ± 0.4, height(mm)= 2.0 ± 0.3), but the proximal connector was found kinked at the brown lead wire joint. Tested the returned device with an in-house controller and gave red lights. The delivery system resistance was measured to be ol (spec= 66-78 ), which is out of specification due to the connector damage. The heater coil section was dissected to investigate any obstruction that could possibly prevent the implant from detaching, and the heater coil was found to be stretched which is an indication that the tether could have been caught in between the coil windings and caused the heater coil to stretch when the delivery system was pulled/retracted during the procedure. The heater coil did show signs of controller activation as indicated by the melted tether and pet. The heater coil winding damage likely also contributed to the failed continuity and resistance testing. The returned microcatheter was found to be flattened at 2cm and 4cm from the distal tip and the distal marker band was crushed, which likely contributed to the separation of the web implant from the pusher during the procedure. The returned controller was evaluated and found to be functioning as normal (see controller evaluation below). Controller investigation (see (B)(6)- voltage and duration measurement): the wdc-2 board voltage and firing duration was measured using an oscilloscope. When the wdc-2 was inserted into the test fixture, a green light appeared with normal audio output. Voltage: 11.6v (specification: 11.2 - 11.8v per cf11434) duration: 730.9ms (specification: 660 - 820ms per cf11434) the wdc-2 board voltage and duration was found to be within specification. The investigation of the returned web system found the implant separated from the delivery system, the proximal connector kinked, and the heater coil windings stretched. The device failed continuity and resistance testing due to the proximal connector and heater coil winding damage. However, the heater coil pet and tether were found melted, indicating that the device was activated using a detachment controller during the procedure; therefore, the damage to the proximal connector and heater coil windings likely occurred post-activation. The stretched heater coil windings are an indication that the tether could have been caught in between the coil windings and caused the heater coil to stretch when the delivery system was pulled/retracted during the procedure. The returned microcatheter was found flattened at the distal end, which likely contributed to the web detaching during the withdraw process as described in the reported event. The physical evaluation of the devices could not identify the conditions or circumstances that led to the delivery system damage or the microcatheter kink, but the damage is consistent with the devices experiencing forces over specification. The returned detachment controller was found to function as intended and would not have caused or contributed to the reported event. Potential complications as referenced on the IFU, include but are not limited to the following: hematoma at the site of entry, aneurysm rupture, emboli, vessel perforation, parent artery occlusion, hemorrhage, ischemia, vasospasm, clot formation, device migration or misplacement, premature or difficult device detachment, non-detachment, incomplete aneurysm filling, revascularization, post-embolization syndrome, and neurological deficits including stroke and death.